Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a broken motor slide tip. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a motion sensor test failure on the insulin pump. Customer's blood glucose was 172 mg/dl at the time of the incident. Customer stated that she cannot clear the alarm and the pump keeps resetting. Customer was advised to return the pump with a battery and to zero out the basal rates. Customer cannot rewind the pump or check settings because it keeps resetting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.